Event description:
The customer reported usable fluoroscopic images were unable to be viewed. No pt death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. Onsite investigation revealed a necessary repair, however, the customer declined further service at this time. No conclusion can be drawn as conclusive repair info is unavailable at this time and no add'l service info was provided.